Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty in an upper arm dialysis fistula, the pta balloon allegedly ruptured and was difficult to retract through the sheath, which led to a balloon detachment. The pta balloon and sheath were removed together as one unit. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found a complete burst in the catheter shaft, confirming the investigation for a burst. However, as the balloon was unable to be inflated fully due to the shaft burst, the investigation is inconclusive for the reported sheath-related retraction issue and balloon rupture. The investigation is unconfirmed for the reported detachment as the balloon was returned fully attached to the catheter shaft, and as no other detachments were noted. It is possible that the user perceived the identified catheter shaft burst as the reported balloon rupture, as both failures could contribute to a sheath-related retraction issue. However, the definitive root cause for the reported or identified issues could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty in an upper arm dialysis fistula, the pta balloon allegedly ruptured and was difficult to retract through the sheath, which led to a balloon detachment. The pta balloon and sheath were removed together as one unit. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.